Event description:
Information received indicates the brake casters at the foot end of the bed are not holding when engaged.

Manufacturer narrative:
The technician replaced the brake casters and brake/steer linkage to repair the bed.